Manufacturer narrative:
B5 (describe event or problem), d4 (additional device information), and h6 (adverse event problem) were updated based on additional information. The reported complaint that autopulse li-ion battery (sn (B)(6) stuck inside was confirmed based on visual inspection. The battery was returned stuck inside the platform. The root cause for the reported complaint was due to the damage on the guide pin of the autopulse li-ion battery, likely caused by mishandling. Upon visual inspection, the guide pin was observed to be damaged/bent after the battery was removed from the platform, likely due to mishandling, such as a drop. The damaged/dented guide pin on the battery prevents the battery from being pulled out of the platform battery compartment. The archive data indicated that there were no errors throughout the entirety of the archive. There were 12 successful charge cycles over the battery lifetime. Due to the complaint's nature, functional testing was not performed.

Event description:
The customer reported the autopulse platform (sn (B)(6) has a autopulse li-ion battery (sn (B)(6) stuck inside. The battery latch can be pulled and it appears the locking latch moves but the battery will not come out. No patient involvement.

Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6)) has a autopulse li-ion battery (sn unknown) stuck inside. The battery latch can be pulled and it appears the locking latch moves but the battery will not come out. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided. Please see the following related MFR report: MFR #3010617000-2024-00010 for the autopulse platform.